Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that when tested the instruments were a few millimeters inferior when touching the divots on demo model.. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy was observed while using the navigation system. The procedure was completed with the use of navigation. No information was provided on delay to procedure. No impact on patient outcome.